Event description:
The patient reported that when they were seen one year ago, they were told there were two years left on the battery, but when the patient was seen one month ago the patient was told there were several months remaining. The patient had began feeling different, and upon being seen the device was noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc competitor lead, implanted: (B)(6) 2008; 1688tc competitor lead; implanted: (B)(6) 2008. (B)(4).